Manufacturer narrative:
B3: event date including day, month, and year is not known.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, family member, foreign, distributo r) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included spinal cord injury. It was reported that that the patient experienced postoperative rejection of the pump.  The pump and complete catheter were explanted.  The date of explant was unknown.  Factors that may have led or contributed to the issue were unable to be provided.  The issue was resolved. The status of the patient at the time of the report was no injury.  The patient's age and weight at the time of the event were unknown.